Event description:
It was reported that there was an rv lead monitoring recording on hm showing intermittent noise on the rv channel and baseline wander on the far-field channel. Patient to be consulted regarding any recent procedures corresponding to this time and lead to be evaluated in office. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Noise reported again on 03-jan-2024 via home monitoring. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Noise reported again on (B)(6)2024 via home monitoring. Lead remains implanted. (B)(6)2024 - notified by patient that lead was explanted (B)(6)2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.